Manufacturer narrative:
Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Additional patient identifier reported as: (B)(6). A manufacturing investigation was performed. The product was returned in a packaging different from the original packaging. The laser marking was readable. Nail is broken on the distal area. The distal hole is damaged; cracks are visible. As relevant for the complaint condition the outer and inner diameter dimensions and grooves of the nail were identified. The relevant dimensions close to the breakage were measured according to the relevant drawing and no issues were found. During manufacturing process the inner diameter, outer diameter and distal hole were inspected through the inspection sheet as well as, the raw material certificate was checked and it was found that used raw material fulfilled its specifications. Based on the investigation results the complaint is confirmed since the nail is broken as claimed by the customer. However, this complaint is rated as not valid because the relevant dimensions of the nail were measured, as well as the relevant manufacturing documentation related to the article ((B)(4)) was reviewed and this article was manufactured according to the specifications. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Patient age & weight not provided for reporting. Model number: (01) 07611819191488 (17) 211001 (10) 2802193. Device is not distributed in the united states, but is similar to device marketed in the USA. Original implant date was in 2011. Therapy date was in 2011. Date returned to manufacturer. PMA/510k# unknown: subject device has been received and is currently in the evaluation process. Investigation is ongoing; no conclusion could be drawn as product is entering the complaint system. Device history records review was conducted. The report indicates that the: part: 272.295s / lot: 2802193. Manufacturing location: (B)(4). Manufacturing date: 03.nov.2011 expiry date: 01.oct.2021. No ncrs were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes on an event in (B)(6) as follows: postoperatively breakage of pfna (proximal femoral nail antirotation). No further information received at the moment. The revision surgery is done, date unknown. Revision surgery took place at (B)(6) 2017. Original implant date was in 2011. This complaint involves 1 part. Concomitant part: 1x blade 02.027.035s / lot 2808820 . This report is 1 of 1 for (B)(4).

Manufacturer narrative:
A product investigation was performed. The fracture of the proximal femoral nail occurred through the grooved shaft. Apart from some traces of use, no further damage is visible. The fracture surface is homogenous what indicates material conformity to the specification as well. The exact cause of the damage cannot be determined, a material or production defect can be excluded. The pfna blade perf l100 sst( 02.027.035s) part was returned as concomitant device without an alleged complaint condition. Upon visual inspection, there is no evidence that the device contributed to the complaint condition, and therefore no additional investigation will be performed. Corrected implant date. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Further it was reported, on (B)(6) 2012, the patient underwent a revision surgery for pseudoarthrosis with material fatigue fracture of a pfna nail in exchange for another pfna and iliac crest spongioplasty (this event is captured in complaint (B)(4)). On an unknown date, an x-ray revealed a periprosthetic fracture and a broken pfna nail. It was reported that the patient was treated as an inpatient from (B)(6) 2017 to (B)(6) 2017 and underwent the removal of the fractured medullary nail, reaming and re-osteosynthesis with a stronger pfna (12 x 340mm, 130 degrees) on (B)(6) 2017. It was reported that the inpatient stay was without complications and that physiotherapy measures were performed with rapid increase in load bearing until pain-adapted full load bearing was achieved. Postoperative x-rays showed proper surgery outcome. This report captures the revision surgery that took place on (B)(6) 2017. Linked complaint (B)(4) captures the revision surgery that took place on (B)(6) 2012

Manufacturer narrative:
Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Concomitant medical products: cerclage wire (part # unknown, lot # unknown, quantity 1). This report addresses the revision surgery that took place on (B)(6), 2017. Linked complaint (B)(4) captures the revision surgery that took place on (B)(6), 2012.